Manufacturer narrative:
Eval results: back end -cpc insert.

Event description:
An aneurx stent graft device was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported prior to deployment of the stent graft the back end cpc insert was detached from the delivery catheter; however, the physician was elected use of the device without the back end cpc insert. The stent graft was successfully implanted. No add'l clinical sequelae were reported and the pt is fine. The analysis for the returned device has been completed. The complaint was confirmed as reported. The cpc insert was found to be fractured.